Event description:
It was reported intraoperatively that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead also could not be "screwed out". The ra and rv leads were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.